Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor stopped working occurred. Data was evaluated and the allegation was not confirmed for transmitter ID 8kt8aa. The probable cause could not be determined as the allegation was not found. In addition, signal loss greater thane one hour was found in connection to the reported allegation for transmitter ID 8m373w. The probable cause of the signal loss was due to the transmitter and app not being able to complete a data transfer. The reported event of the sensor stopped working is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.